Event description:
It was reported the pump was reaching end of service (eos). The family would like to confirm the pump is effective before putting the patient through a surgery. The dose was being lowered. They have gone from 900mcg/day since a year ago to now less than 600mcg/day. Hcp had decreased the dose by 15-20% every 2-3 weeks. The family has not seen any difference in therapy since the dose was cut in half and really want to avoid a surgery. The dose was started at 1080mcg/day to 586mcg/day and they have not noticed a difference. There is some concern the patient may have more of a dystonia rather than spasticity. The pump was delivering gablofen. Additional information reported the patient had ¿no worsening of spasticity ¿with lowering the dose. The patient exhibits dystonia. It was indicated it was not an event; hcp was ¿just requesting information.¿ hcp was lowering the gablofen dose to determine if baclofen/gablofen is needed. ¿due to end of battery life if would like to continue with program¿. It was indicated the pump was delivering lioresal. Additional information reported lioresal has not been used in the pump since april. In april lioresol was 2000 mcg/ml at 930 mcg/day. In may, they switched to using gablofen. In may it was 2000 mcg/ml at 880 mcg/day. They are titrating down because his parents are not sure they want to continue using the pump. The patient is currently at 2000 mcg/ml of gablofen at 380.1 mcg/day. Additional information reported an alarm was heard; telemetry did not confirm the alarm. An intermittent beep was heard about once every hour the previous night that they thought was coming from the pump. Elective replacement indicator (eri) had occurred on (B)(6) 2013. The pump was refilled (B)(6) 2013 so the alarm was not for eri. The pump logs were checked and did not show any alarms yesterday or today. The family was still deciding if the pump will be replaced as they believe the patient may have dystonia and the issue may not be with spasticity. Additional information reported the patient's family was hearing a non critical alarm. The eri alarm was never silenced. The patient presented to the emergency room with ¿florid¿ baclofen withdrawal. The withdrawal has been intermittent the last several weeks. The patient experienced tachycardia, diaphoresis, agitation and was ¿not himself¿. The patient was non-verbal. The hcp believed the patient hasn¿t "gotten crap" from the pump. Hcp believed the patient was not receiving the drug. The function of the pump was questioned. There was nothing unexpected in the logs it was believed the pump is functioning now that she understands the eri and alarm. The patient was being managed with high doses of oral valium. The physician programmer reveals there should still be 16 ml left in the reservoir. The replace pump by date on the programmer is (B)(6) 2013. Hcp indicates they are scheduling the pump replacement for next week. The hcp was concerned the surgeon will only look at the pump and will not look at the catheter. The hcp felt the symptoms fit a possible micro tear in the catheter and questioned whether the surgery should be delayed to further assess the catheter. They have been decreasing the dose since (B)(6) 2013. Hcp indicated the withdrawal was not related to the dose reduction. In (B)(6) 2013 the patient¿s dose was 500 mcg/day and by (B)(6) 2013 the patient¿s dose was 244 mcg/day. They cut the patient's dose in half in those 3 months. The patient has not had a dose reduction since (B)(6). The hcp considered trying a therapeutic bolus but was concerned since the patient was now on oral medication. It was later reported they will be replacing the catheter on (B)(6) 2014.

Event description:
Additional information reported there was no change to tone at a higher baclofen dose. The pump was replaced. It was clarified the pump was delivering gablofen.

Manufacturer narrative:
Correction: company rep was incorrectly checked in previous report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2014-(B)(6), product type catheter, product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found the elective replacement indicator (eri) was due to time progression. Analysis of the catheter found a user related hole in the catheter body.